Manufacturer narrative:
Device evaluation details from qa in (B)(4). The product was not returned, visual inspection was not performed and further information could not be provided. No abnormalities were found in production and inspection records of the product. Exact root cause is not determined. (Serial no.: (B)(4) -model 230.) (B)(4). Device manufacture date: from 01/2012 to corrected date of 01/31/2013.

Event description:
The doctor noticed lens was folded incorrectly as he was inserting the lens into the eye. Lens was removed and a new lens was implanted.

Event description:
Doctor noticed lens was folded incorrectly as he was inserting the lens into the eye. Lens was removed and a new lens was implanted.